Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. The customer contacted olympus technical assistance center (tac) and was provided troubleshooting efforts. The customer was advised to route the alternating current (ac) power to an independent circuit. However, the customer still received image loss. The customer installed some tin coated braided copper electromagnetic interference (emi) shielding into the wall behind the cautery units. And the issue was resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor had intermittent image (including severe noise or flicker, that the endoscopic image was not visible). The issue occurred, during diagnostic colonoscopy when the bovie was energized. The intended procedure was completed using same set of equipment without any delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.